Event description:
Healthcare provider reported a left side rupture found at the time of explant. Healthcare provider noted observations made during surgery of "free silicone identified upon entering the capsule" and that damage was caused by explant "implant shell fell apart on attempted in total removal". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "free silicone identified upon entering capsule" and "implant shell fell apart on attempted in total removal." The device has been explanted and replaced.